Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log file confirmed pump stoppage, low flow, and low speed events. Based on experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, the pump stoppages that occurred while the patient was supported by the power module could be indicative of driveline damage; however, a specific cause for the pump stop events cannot be conclusively determined. The submitted log files contained multiple pump stoppage events that corresponded with low flow and low speed hazards. All but one of the pump stop events occurred while the patient was connected to the mpu. Other than the pump stop events, the log files captured the pump operating as intended. Review of the submitted x-rays showed that there appeared to be a kink in the braided shielding near the patient¿s exit site; however, the remainder of the driveline appeared unremarkable. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from the manufacturing quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C., is currently available. This IFU discusses pump speed, power, flow, and pulsatility index in section 1, ¿introduction¿. Section 6 entitled "patient care and management" addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. In addition, section 6 (under "pump performance monitoring") outlines indications of driveline damage as well as how to respond to such events. The section entitled ¿alarms and troubleshooting¿ contains information regarding alarms on the system controller, including low speed/flow advisory/hazard alarms, and the proper actions associated with them. This section also provides information on driveline care and cleaning. The user should check the driveline daily for signs of damage (cuts, holes, tears) and call their hospital contact right away if the driveline is damaged (or might be damaged). The current heartmate ii lvas patient handbook, rev. C., is currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. Section 6 "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage, as well as how to respond to such events. The patient handbook also provides instructions in the event the pump stops in section 8 ¿handling emergencies¿. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was stable; however, the alarms did not resolve. The patient opted not to change the controller and was suggested for high resolution x-ray and a percutaneous lead repair if damage was found outside of the body. Log files confirmed a short to shield issue. Additional information states that the plan of care for the patient is to stay on battery power.

Event description:
It was reported that there were low flows, low speed and pump stop alarms occurring on the primary controller. Patient was doing fine clinically. It was suggested to evaluate patient clinically and change the controller. Additional information on (B)(6) 2021 noted that patient was getting low flow and pump stop while connecting pump to mpu (mobile power unit). It was found that pump was stopping while connecting to mpu. In anticipation of a short to shield event , it was advised to connect the pump to 14 volt batteries. The low flows, low speed alarms, and pump stop have not resolved. Patient was stable at time of reported event. It was suggested to obtain high resolution x-ray and percutaneous lead repair if the damage was found outside of the patient's body. The patient opted not to change the controller. No additional information provided.